Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump did not work. No additional information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted date: 08/31/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box and download history revealed the total daily dose indicates the pump consistently delivered the programmed basal target rate. There were no records in the black box data of alarms, discrepancies or delivery malfunctions. On investigation, the pump powered on with audio tones absent. The audio function was tested with alarms and warnings and was not functioning. The pump was opened for investigation and revealed one of the audio unit contact pins was out of alignment. Investigation did not duplicate the allegation ¿pump does not work¿; however, a malfunction of the audio function of the pump was identified on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).